Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a healthcare professional from a manufacturer representative regarding a trial for pain therapy. While implanting the electrode, the doctor stated that it was hard to pass through and felt it was too narrow. The patient didn't report any issues. There were no factors noted that may have led or contributed to the issue. The doctor couldn't figure out what was wrong with either the cannula or the electrode. The doctor tried to pass it through until he made it. It was also reported that, even though the cannula presented a problem while introducing the electrode, the doctor was able to pass it through. The issue was resolved at the time of the report. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.